Manufacturer narrative:
Method: the device was received for an evaluation. The evaluation of the pump is anticipated, but not yet begun. A visual inspection was performed and a review of the device history record (DHR) was conducted for the reported lot number. Results: at this time the evaluation is still in progress. Results will be provided once completed. Conclusions: once the investigation and device analysis are completed, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigation.

Event description:
Fill volume: 230ml, flow rate: 5ml/hr, procedure: chemotherapy, cathplace: port-a-cath in chest. Report 1 of 4: reference: 2026095-2014-00246/(B)(4), 2026095-2014-00247/(B)(4), 2026095-2014-00248/(B)(4). Patient 1: it was reported by a pharmacy manager that four incidents of fast flow occurred using the c-series homepumps. Patient one had chemotherapy infused and the infusion was expected to run over a 46 hour time period. On (B)(6) 2014 at 10:00pm, the patient reported the pump finished infusing; this was approximately 12 hours earlier than expected. The reporter indicated that there was no patient injury or medical intervention required.